Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited a diagnostic anomaly in which improper episode filtering was occurring. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of short atrial fibrillation episodes passing through algorithm was confirmed. Based on the information provided, it was determined that algorithm is retaining the episodes per design specifications. Due to the large r-r variability and poor p-wave visibility, the algorithm was unable to filter out these episodes per design. No anomalies were detected.